Manufacturer narrative:
This report is a continuation of medwatch MFR. Report #1644487-2008-01557.

Event description:
The patient has been referred for vns system explant due to generator migration and discomfort. The patient's surgeon has confirmed that the explant surgery is for patient comfort, and not to preclude serious injury. It was reported that the generator has migrated into the patient's breast since the patient has lost 300lbs. The patient's weight loss has been attributed to lifestyle choices, with the patient reportedly walking 5 miles a day. The patient states that the generator is now causing discomfort, which the patient believes is the result of the generator migration. The patient stated that the generator has been depleted for several years; however, they have remained seizure free. No known surgical intervention has occurred to date. No other relevant information has been received to date. This report is a continuation of medwatch MFR. Report #1644487-2008-01557.